Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019], instrument channel: unspecified microbes (12 cfu/100ml); [second time; (B)(6) 2019], instrument channel: unspecified microbes (>150 cfu/100ml); [third time; (B)(6) 2019], instrument channel: unspecified microbes (>150 cfu/100ml). The device had been reprocessed with an olympus automated endoscope reprocessor model wassenburg, using peracetic acid. There was no report of infection associated with this report.

Event description:
This follow-up report is being submitted to correct in the initial report and report the additional information. Correction was made as follow. -"the device had been reprocessed with an olympus automated endoscope reprocessor model wassenburg, using peracetic acid." To "the device had been reprocessed with a non-olympus automated endoscope reprocessor model wassenburg, using peracetic acid." The additional information was as follow. -the model of the automated endoscope reprocessor made by wassenburg was wd440 pt.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.